Event description:
During a stereotactic case, the customer heard a pop or crack. They had noticed that their planned trajectory had changed and that the patient would need to be re-scanned due to the headring position changed. The patient had been positioned and the incision was made. A new headring was attached to the patient, scanned and the case proceeded without incident. There was no patient injury. Surgery delay was reported. The integra product specialist arrived at the biomed department at the user facility and the post was red tagged and had a crack/fracture along the post. It was unclear what the cause; whether the cracked post caused the headring to be displaced, or the post was improperly seated into the headring drive or the issue was with the mayfield or compilation of all three. The integra product specialist noticed how the hrp was processed and sterilized by the user facility. It is cleaned in a washer (temperature ranges from 180-200 degrees). It is also cleaned in an ultrasonic cleaner.

Manufacturer narrative:
Investigation completed 5/24/2017. Method: the device in question was not released for review or was the lot number provided. A DHR review will be performed when either has been submitted. Trend analysis a two year look back for this reported failure and or related to "crack/fractured¿ for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: unable to confirm, as the device was not returned for analysis (¿device not returned per customer¿).